Event description:
It was reported that while transporting a "cardiac patient" to intensive care unit," the pump had "complete failure" while in the elevator. This reportedly resulted in "hemodynamic instability" and significant implications." This was reported to bd representatives during their site visit. The customer did not provide further information. Although requested, the customer did not provide any additional information and no product has been returned for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.